Event description:
On (B)(6) 2026, the patient underwent an implanted port placement procedure. Prior to the procedure, the physician opened the implanted port kit and noticed catheter tangling during preoperative flushing of the components. Despite attempts to untangle it, the catheter remained twisted and deformed, rendering it unsuitable for implantation. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.